Event description:
There was no pt involved in this event. This device malfunctioned because it was switching itself on automatically. A device switching itself on automatically, if left undetected could result in the battery becoming depleted.

Manufacturer narrative:
The pad device was installed on (B)(6) 2009 and the device passed a self test after which the pad-pak was removed. On (B)(6) 2010, a pad-pak was installed and the device performed to spec until (B)(6) 2010. Between the (B)(6) 2010 and (B)(6) 2011 there were multiple events which would indicate the device was switching itself on automatically. Te device remained in fault mode until the pad-pak was changed on (B)(6) 2011. The problem with the device was attributed to a fault in the membrane. The pad pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.